Event description:
Reporter alleged obtaining discrepant patient blood glucose results of 430 mg/dl on the inform system compared to a laboratory measurement of 108 mg/dl when testing was performed within 7 minutes of each other. Reporter stated, no treatment was received by the patient and no other actions were taken. Reporter indicated that quality control testing was performed on the system and both levels were within acceptable ranges. A request was made for the return of the suspect device and replacement product was sent.